Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was received that this pacemaker was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available, this report will be updated at that time.

Event description:
It was reported that this pacemaker displayed premature battery depletion (pbd). At the previous follow-up, the device longevity was about 7.5 years remaining. At the most recent follow-up, however, the device longevity was about 3 years remaining. A save to disk was sent to technical services for review. Upon review of the device data, it was determined the power consumption of this device has been increasing over the year, and the power consumption is expected to continue to increase. Device replacement was recommended. At this time, this pacemaker remains in service and there were no adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Visual examination identified no device irregularities. A longevity calculation was completed and confirmed this device did not last as long as expected. Additionally, a high current drain was detected. The device case was opened to facilitate analysis of the internal components. Detailed analysis confirmed the identified high current drain was a result of two leaky capacitors. Investigation determined that the premature battery depletion was caused by the presence of excess hydrogen in the device case, and the source of the hydrogen was a liner component within the device.

Event description:
This supplemental report is being filed because the explant date was provided, and this pacemaker was returned and analyzed.